Event description:
It was reported that a pt underwent a pancreatectomy procedure on (B) (6) 2009. The drain was broken at the hub area during placement of the drain in the pt. Another product was opened and placed in the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4) conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.